Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool while still connected. Customer reported that as a result, the act and esc buttons were not responding and there was fluid under display screen. Customer's blood glucose was 134 mg/dl. Customer was advised that insulin pump would need to be replaced.